Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. As the stent implant was deployed in the vessel, the loose stent could not be verified. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that during the procedure, after performing pre-dilatation, a 2.25 x 18 rx xience v stent delivery system (sds) was advanced via femoral access toward a heavily calcified, de novo lesion in the heavily tortuous mid left anterior descending (lad) coronary artery. Resistance was felt during advancement of the sds and the physician continued to push the sds against resistance in an attempt to cross the lesion. The stent became loose on the balloon prior to crossing the target lesion and the decision was made to deploy the stent in the lad before completely crossing the target lesion as there was concern that the stent might dislodge due to the heavy calcification in the vessel; approximately 1/3 of the distal end of the stent was implanted in the proximal end of lesion. The remaining target lesion was treated using non-abbott products. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - against resistance. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.